Event description:
It was reported that the burr became stuck in the artery. A rotapro was selected for use. During the procedure, when the burr approach and engaged the lesion, it was noted that the burr rapidly decelerated and then became stuck in the artery. Dislodgement was attempted and the burr was able to be removed. The procedure was completed without rotablation. No patient complications reported.